Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The school nurse reported via phone call that the customer had been experiencing low blood glucose levels for about two weeks leading up to the call. Blood glucose level at the time of the incident was 60 mg/dl. Blood glucose level at the time of the call was 73 mg/dl. The caller also mentioned a blood glucose level of 50 mg/dl. The nurse requested assistance with adjusting the customer's basal rates in the insulin pump. The caller was advised to contact the customer's parents. The insulin pump was not replaced or returned for analysis.